Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 500-600s mg/dl and moderate ketones were present. Customer administered insulin injections to address bg. Customer did not know cause of event. As event occurred in the past, recommendation was made for the customer to discuss event with a healthcare provider.